Event description:
As reported on (B)(6) 2015, the PICC line was inserted on a (B)(6) female pt by the anesthesiologist on (B)(6) 2014 to administer antibiotics after a hip prosthesis. The pt was sent home with a nurse to take care of her. On (B)(6) 2014 the nurse called the hosp to report that she was unable to inject the antibiotics. The anesthesiologist decided to receive the pt in the hosp to change the valve. After changing the valve, the PICC began to work again. Due to this event the pt was unable to receive treatment for 24 hours. The anesthesiologist decided to insert a new PICC when the pt came again in the orthopedic dept in (B)(6). A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is still under investigation.